Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2601302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. Event date unknown, if date information is received, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was no advancer tube in a 6f/7f mynxgrip vascular closure device (vcd) after shuttling down. The device was removed, and manual compression was held for less than 30 minutes with hemostasis achieved and no issues. There was no reported patient injury. The customer stated that they shuttled down to a full stop. No significant resistance, unusual force, or unusual sheath retraction force occurred when shuttling down to a full stop. The advancer tube was not engaged or visible. The mynx vascular closure device (vcd) was used in both diagnostic and interventional procedures. The approach was retrograde. The mynx vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The sheath was not kinked or bent. The sealant was not stuck to device components. The device storage temperature did not exceed 25°c. The device will not be returned for evaluation.